Event description:
The customer stated that insulin leaked out of the bottom of the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unk wheter or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.